Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, white particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: a.2., d.4., d.9., h.3., h.4., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.